Event description:
It was reported that the gastrointestinal videoscope has no longer displays image when used and has sandstorm condition. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6. Corrected fields: h8. The device was returned to olympus for inspection the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.